Manufacturer narrative:
The referenced pump exchange on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-01177. (B)(4). Approximate age of device: 1 day. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had previously underwent a pump exchange on (B)(6) 2016 due to suspected lvad thrombus. It was reported that the patient had multiple infectious complications. Fungal elements within fluid from the pump pocket were seen upon microscopy. A blood culture taken on (B)(6) 2016 tested positive for candida tropicalis. On (B)(6) 2016, the patient experienced tension pneumothorax. On (B)(6) 2016, a blood culture was positive for escherichia coli (e. Coli) and proteus and a pump pocket culture was positive for e. Coli, vancomycin-resistant enterococci (vre), and yeast. Cultures from an abdominal wound washout on (B)(6) 2016 were positive for candida glabrata, candida tropicalis, and candida parapsilosis. Reportedly, this was the time candida parapsilosis was identified. The patient developed vre faecium bacteremia on (B)(6) 2016. Cultures from an unspecified washout on (B)(6) 2016 were found to be growing multi drug resistant acinetobacter. Incidentally, the patient also developed a gastrointestinal bleed which was managed conservatively with octreotide. No source of bleeding was found on esophagogastroduodenoscopy and colonoscopy, tagged red blood cell scan or, computed tomography angiography. It was reported that the patient had recurrent pump thrombus and underwent a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Evaluation of the returned pump revealed tissue-like thrombus formations adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, indicating that they likely developed as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and showed areas of denaturing, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was operating. A direct correlation between the deposition and the reported infection could not be determined. Examination of the remaining blood contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, infection, and bleeding are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.